Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The display on the animas pump reportedly is pink and had dimming letters. In addition, there is a crack on the screen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, the battery cap threads were stripped. The cap was unable to attach to the pump. A test cap was used and was able to attach securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.